Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/30/2021. H.6. Investigation: one photo and twenty loose 3ml syringes were received and evaluated. The twenty loose syringes received did not exhibit any non-conforming print issues and were acceptable per product specification. The photo displayed six loose 3ml syringes (p/n 301073) where it was observed that each syringe was missing half to three quarters of its graduated scale from where the 3ml grad line was supposed to be to about the 1ml grad line. The observed condition was non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. It is likely based on the photos that a clogged ink manifold contributed to the defect observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that while using a bd syringe 3ml ll bns with scale marking issues which occurred two times. The following information was provided by the initial reporter: partial print on dosage stamps (syringes).

Manufacturer narrative:
There are multiple lot numbers to be involved. The information for each lot number is as follows: medical device lot #: 1232289. Device manufacture date: 2021-08-20. Medical device expiration date: 2026-08-31. Medical device lot #: 1245433. Device manufacture date: 2021-09-02. Medical device expiration date: 2026-08-31. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a bd syringe 3ml ll bns with scale marking issues which occurred two times. The following information was provided by the initial reporter: partial print on dosage stamps (syringes).

Manufacturer narrative:
There are multiple lot numbers to be involved. The information for each lot number is as follows: medical device lot #: 1232289. Device manufacture date: 2021-08-20. Medical device expiration date: 2026-08-31. Medical device lot #: 1245433. Device manufacture date: 2021-09-02. Medical device expiration date: 2026-08-31. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a bd syringe 3ml ll bns with scale marking issues which occurred two times. The following information was provided by the initial reporter: partial print on dosage stamps (syringes).